Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned with original packaging with the batch number of the complaint on the label. The color and magnet scheme of the device matches the print. There is light scoring at the distal tip of the inner blade. There is heavier scoring at the proximal end of the inner blade. There is no visible scoring on the outer blade. Bio debris was present with irrigation fluid. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the limited information provided, a definitive clinical root cause could not be determined; however, a user's technique/procedural variance cannot be ruled. The impact to the patient was the retained metal debris, the non-significant delay, and due to the retained metal debris, there is potential for micro-motion and/or migration, tissue inflammation, and/or pain. The root cause was associated with a component failure. Factors that could have contributed to the reported event include insufficient irrigation during use, or an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an arthroscopy, as soon as a full radius bonecutter was plugged in and started to be used in the joint, a lot of metal debris started coming from the blade. The blade was immediately removed. Metal debris was in small pieces all in the patient, some was suctioned out with a shaver and other pieces were left in patient. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up. Additional anesthesia was not required. No further complications were reported. The patient's status is good.